Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2008, inratio: 3.0, lab: 4.5; date: the following month, inratio: 2.2, lab: 3.6; date: nine days later, inratio: 2.6, lab: 3.8; date: the same day, inratio: 2.4, lab: 3.8; date: six days later, inratio: 3.0, lab: 4.4; same day, inratio: 2.6, lab: 4.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed. Date: 2008, inratio: 3.0, lab: 4.5, mean: 4.0, confidence limits: 2.3 - 5.7; date: a week later, inratio: 2.2, lab: 3.6, mean: 2.9, confidence limits: 1.8 - 4.2; date: nine days later, inratio: 2.6, lab: 3.8, mean: 3.2, confidence limits: 1.9 - 4.6; date: same day: inratio: 2.4, lab: 3.8, mean: 3.1, confidence limits: 1.9 - 4.6, date: six days later, inratio: 3.0, lab: 4.4, mean: 3.7, confidence limits: 2.2 - 5.3, date: same day, inratio: 2.6, lab: 4.4, mean: 3.5, confidence limits: 2.0 - 5.0. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For all 6 data sets, both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time.